Event description:
It was reported that during a colon-sigma resection procedure, the jaws of this clip applier closed but the clip remained open. Procedure was completed using same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Did the clip fall out of the jaws before the applier was closed? The clip fell out of the jaw while the operator was starting to close the applier. The clip remained open. Did the jaws close but the clip had a "gap" and was malformed? No. Which firing of the device did this event occur on? Surgeon doesn't remember. In any case, the event took place in the initial part of the procedure. What vessel or structure was the device fired on at the time of the event? Inferior mesenteric artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Cancer. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.